Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer replaced the electrode and cleaned the dilution vessel. The field service engineer found the internal standard solution in use was expired and the customer was not performing cleaning of the flow path. The investigation determined the maintenance actions resolved the issue.

Event description:
There was an allegation of questionable high sodium results from the cobas pure c 303 analytical unit. The high results did not coincide with the patient's clinical history. Patient 1 results were 146.8 mmol/l and 134.8 mmol/l. Patient 2 results were 144.9 mmol/l and 134.3 mmol/l. All results were accompanied by data flags. The questionable results were not reported outside of the laboratory.